Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained using a left elbow vein approach. The 95% stenosed lesion was located in a shunt located in a moderately tortuous and non-calcified left brachial vein. The 7.0 x 100, 75 cm mustang balloon catheter was being used for pre-dilatation when the balloon ruptured at 18 atms upon first inflation. The balloon was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained using a left elbow vein approach. The 95% stenosed lesion was located in a shunt located in a moderately tortuous and non-calcified left brachial vein. The 7.0 x 100, 75 cm mustang balloon catheter was being used for pre-dilatation when the balloon ruptured at 18 atms upon first inflation. The balloon was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found a longitudinal tear in the balloon material. The tear stretched from 9mm proximal to the proximal edge of the proximal markerband and it extended distally along the balloon for a total length of 60mm in length. No issues were noted with the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).